Manufacturer narrative:
This report is for a universal spine system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: thomas hockertz, wolfgang eberl and mirko velickovic (2017) sacral osteoneogenesis after complete sacrectomy in a patient with ewing sarcoma, case reports in orthopedics, vol.2017, article ID 7824687, pages 1-7 (germany). A case study of an (B)(6) year-old female presented in 2004 with a four-month history of progressive pain in the lumbosacral region radiating into both legs with saddle block anesthesia, foot flexor paresis and episodes of bladder and stool incontinence. A surgery with microsurgical release of the conus to restore cord mobility was performed at a neurosurgical clinic. The patient was transferred to the hospital because the patient did not benefit from the clinic. An interdisciplinary therapy consisting of a combination of neoadjuvant chemotherapy, irradiation, and surgery was established. A posterior spondylodesis from the ileum to the third lumbar vertebra was performed with the universal spine system (uss) and before the completion of the sacral resection, a transiliac locking compression plate was additionally fixed in both iliac wings to ensure anatomical flex ensure anatomical positioning of the pelvis. A long-term observation with a follow-up period of 12 years. The following complications were reported as follows: partial implant removal due to implant loosening including uss as well as removal of exostosis on both spina iliaca posterior superior. Neurologically, an incomplete paraplegia remained, with preserved motor function and sensitivity below l5/s1 with a clinically not relevant peroneal paresis on the right, discrete paresthesia on the right lateral thigh, and distal lower limbs as well as a neurogenic bladder dysfunction. This report captures the reported event of neurological problems post-operatively. This report is for a universal spine system. This is report 6 of 6 for (B)(4).